Manufacturer narrative:
(B)(4).

Event description:
It was reported " after the catheter inserted, the balloon can not inflate completely. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central/outer lumen was noted bent at approximately 62.3cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation indicating a crossover leak between the iabc central lumen and helium pathway; however, no central lumen break was noted during the visual inspection of the returned sample. The iabc was leak tested in accordance with testing methods from manufa cturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with a crossover leak between the iabc central lumen and helium pathway. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. To further locate the leak site, the hemostasis cuff was disconnected from the iabc bifurcate; however, additional damage occurred to the iabc during the complaint investigation due to the sample handling. The iabc outer/central lumen was completely separated at approximately 9.3cm from the iabc luer end. The central lumen was most likely damaged previously at this location, which caused the crossover leak during the leak test. The damaged central lumen most likely caused the reported complaint. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 62.3cm from the iabc distal tip; which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.3cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon can not inflate completely" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged which can cause the inability for the catheter to fully inflate. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " after the catheter inserted, the balloon can not inflate completely. Change the new catheter". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".